Manufacturer narrative:
The investigation could not determine a specific root cause. A general product problem was not found.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys prolactin ii on a cobas e 801 analytical unit. The result from the roche assay did not agree with the patient's clinical condition. The sample was tested on the e 801 analyzer, resulting in a prolactin value of 1031 uiu/ml (reference range = 86 - 324 uiu/ml). The patient's magnetic resonance imaging showed relative atrophy of the pituitary gland. The clinician diagnosed the patient with pituitary adenoma and prescribed bromocriptine. The patient did not take the bromocriptine medication. A second sample was collected from the patient in a second hospital and tested on a competitor system later on (B)(6) 2024. This sample resulted in a prolactin value of 7.68 ng/ml (reference range = 2.1 - 17.7 ng/ml) when tested on the competitor system. The doctor at this hospital diagnosed the patient as not having a pituitary tumor. The patient then complained that the customer site misdiagnosed the patient. The complained sample was then sent to a different site for examination with the same competitor system. The prolactin result that was measured on the competitor system was 33.54 ng/ml (reference range = 2.1 - 17.7 ng/ml). The second sample was then sent for testing on the customer's e 801 analyzer and it resulted in a prolactin value of 162 uiu/ml (reference range = 86 - 324 uiu/ml). The roche and competitor results of both samples were consistent. The complained sample was then tested again on the customer's e 801 analyzer on (B)(6)2024, resulting in a prolactin value of 990 uiu/ml. The sample was treated with a polyethylene glycol solution and repeated on the e 801, resulting in a prolactin value of 902 uiu/ml (91 % recovery rate).